Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The caller could not confirm the source of the leak but indicated it may have come from the pilot balloon. The caller reported that patient was scheduled for routine trach replacement when this was discovered but the deficiency resulted in immediate trach replacement. The tube was replaced without incident.

Manufacturer narrative:
The caller reported that the sample was discarded and not available for investigation but received confirmation from the end physician that the tube was tested upon removal and the cuff appeared to be popped. Since the sample is not available for investigation the reported deficiency cannot be confirmed and/or investigated. Information has been added to the database for trending purposes.